Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported there was no patient harm on any cases. There was difficulty tracking patients with smaller pupils.

Manufacturer narrative:
During an onsite visit, the fse (field service engineer) could not confirm or replicate the mentioned issue. Fse cleaned and adjusted et (eye tracker) ir (infra red) array and completed system verification. System met company specification as per sir (service installation record). The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported multiple tracking issues. Additional information has been requested.